Event description:
Customer purchase date (B)(6) 2011. Customer advises that the carendo goes up by itself. Tech found uncommanded movements. Tech - push button failure on handset, replaced handset. Tested carendo repeatedly and it's working ok.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh, inc on behalf of the MFR arjo hospital equipment (B)(4). Add'l info will be provided upon conclusion of the MFR's investigation.